Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a cracked connector. The device evaluation found no new reportable findings. Based on the results of the investigation, it is likely that the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was broken. There were no reports of patient involvement.